Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15421. It was reported, the pt experiences overstimulation while using her scs system. The pt has undergone numerous reprogramming attempts, to no avail. The pt desires to have her scs system explanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.